Event description:
The customer reported a hospitalization due to low blood glucose. The blood glucose reading at the time of hospitalization was unknown. The customer also reported that in (B)(6) 2014, she experienced low blood glucose levels. The blood glucose reading at the time was 33 mg/dl. She also reported high blood glucose levels overnight on another occasion. The blood glucose reading was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02914.